Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. D30801) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included prolapsed disc nos. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), skin disorder ("skin problems"), abdominal distension ("bloating"), arthralgia ("hip pain") and intervertebral disc protrusion ("worsened prolapsed disc") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed in january 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, skin disorder, weight increased and abdominal distension had resolved and the arthralgia and intervertebral disc protrusion had not resolved. The reporter considered abdominal distension, arthralgia, dyspareunia, genital haemorrhage, intervertebral disc protrusion, pelvic pain, skin disorder and weight increased to be related to essure. The reporter commented: the patient had already had blood tests, lower back x-ray, full spine and pelvis MRI which were all clear apart from the prolapsed disc. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: both essure in place, no scarring other than the expected for the tubes to be blocked.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: lot number added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), skin disorder ("skin problems") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed in (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, skin disorder, weight increased and abdominal distension had resolved. The reporter considered abdominal distension, dyspareunia, genital haemorrhage, pelvic pain, skin disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. On 28-oct-2019: mhra number was provided (2019/010/028/487/029). No new information. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D30801) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included prolapsed disc nos. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia"), abdominal distension ("bloating"), skin disorder ("skin problems"), arthralgia ("hip pain") and intervertebral disc protrusion ("worsened prolapsed disc") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal distension, skin disorder and weight increased had resolved and the arthralgia and intervertebral disc protrusion had not resolved. The reporter considered abdominal distension, arthralgia, dyspareunia, genital haemorrhage, intervertebral disc protrusion, pelvic pain, skin disorder and weight increased to be related to essure. The reporter commented: the patient had already had blood tests, lower back x-ray, full spine and pelvis MRI which were all clear apart from the prolapsed disc. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: both essure in place, no scarring other than the expected for the tubes to be blocked. Batch no d30801 production date : 2014-11-05 expiration date: 2017-11-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: updated quality-safety evaluation of ptc. Abnormal bleeding was downgraded in seriousness. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included prolapsed disc nos. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), skin disorder ("skin problems"), abdominal distension ("bloating"), arthralgia ("hip pain") and intervertebral disc protrusion ("worsened prolapsed disc") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, skin disorder, weight increased and abdominal distension had resolved and the arthralgia and intervertebral disc protrusion had not resolved. The reporter considered abdominal distension, arthralgia, dyspareunia, genital haemorrhage, intervertebral disc protrusion, pelvic pain, skin disorder and weight increased to be related to essure. The reporter commented: the patient had already had blood tests, lower back x-ray, full spine and pelvis MRI which were all clear apart from the prolapsed disc. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: both essure in place, no scarring other than the expected for the tubes to be blocked.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: information added: lab data, events "hip pain" and "worsened prolapsed disc". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a 33-year-old female patient who had essure (batch no. D30801) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included prolapsed disc nos. On 14-dec-2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding / heavy bleeding"), dyspareunia ("dyspareunia"), abdominal distension ("bloating"), skin disorder ("skin problems"), arthralgia ("hip pain"), intervertebral disc protrusion ("worsened prolapsed disc"), menstrual disorder ("changes to menstraul cycle"), mental disorder ("psychiatric/psychological problems"), urinary tract disorder ("urinaryproblems") and bladder disorder ("bladder disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal distension, skin disorder and weight increased had resolved, the arthralgia and intervertebral disc protrusion had not resolved and the menstrual disorder, mental disorder, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal distension, arthralgia, bladder disorder, dyspareunia, genital haemorrhage, intervertebral disc protrusion, menstrual disorder, mental disorder, pelvic pain, skin disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: the patient had already had blood tests, lower back x-ray, full spine and pelvis MRI which were all clear apart from the prolapsed disc. On (B)(6) 2021 she reported that some events still ongoing (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: both essure in place, no scarring other than the expected for the tubes to be blocked. Batch no d30801 production date : 2014-11-05 expiration date: 2017-11-28 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-mar-2021: the follow information were updated: pregnant was updated from unknown to no; essure stop date was updated from (B)(6) 2019 to (B)(6) 2019; events added changes to menstrual cycle, heavy/abnormal bleeding, psychological/psychiatric problems, urinary/bladder problems. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain") in a 33 year-old female patient who had essure inserted (lot no. D30801). Additional non-serious events are detailed below. The patient had a medical history of trigeminal neuralgia in 2014, contraceptive implant and pelvic pain in 2013 and asthma and mixed anxiety & depressive. Previously administered products included: mirena, mirena, mirena and mirena for contraception. Past adverse reactions to the above products included: abdominal pain with mirena, continual bleeding with mirena, coils strings not seen with mirena and low back pain with mirena. Concurrent conditions were listed as low back pain since 2008 and prolapsed disc nos. On 14-dec-2015, the patient had essure inserted. Essure was removed on 11-jan-2019. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding / heavy bleeding"), dyspareunia ("dyspareunia"), abdominal distension ("bloating"), skin disorder ("skin problems"), arthralgia ("hip pain"), intervertebral disc protrusion ("worsened prolapsed disc"), menstrual disorder ("changes to menstraul cycle"), mental disorder ("psychiatric/psychological problems"), dysuria ("urinary problems"), bladder disorder ("bladder disorder"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), fatigue ("fatigue"), eczema ("eczema") and dysgeusia ("experiencing a metallic taste") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal distension, skin disorder and weight increased had resolved and the arthralgia and intervertebral disc protrusion had not resolved. The outcomes for menstrual disorder, mental disorder, dysuria and bladder disorder were unknown. The reporter considered abdominal distension, arthralgia, bladder disorder, device intolerance, dysgeusia, dyspareunia, dysuria, eczema, fatigue, genital haemorrhage, hypersensitivity, intervertebral disc protrusion, menstrual disorder, mental disorder, pelvic pain, skin disorder and weight increased to be related to essure administration. The reporter commented: the patient had already had blood tests, lower back x-ray, full spine and pelvis MRI which were all clear apart from the prolapsed disc. On 01-mar-2021 she reported that some events still ongoing (not specified). Ethnicity: british. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 05-apr-2016: not reported [scan] on 05-apr-2016: correct placement of the left and right essure micro inserts; (date unknown): both essure in place, no scarring other than the expected for the tubes to be blocked [ultrasound abdomen] in 2018: no significant abnormality with the tubal clips in place [ultrasound pelvis] on 16-feb-2018: due to bilateral iliac fossa pain - correctly sited essure inserts noted bilaterally [ultrasound scan vagina] on 16-feb-2018: due to bilateral iliac fossa pain - correctly sited essure inserts noted bilaterally batch no d30801 production date : 2014-11-05 expiration date: 2017-11-28. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: skin disorder/ pelvic pain / genital haemorrhage / menstrual disorder / mental disorder/device intolerance/allergic reaction/fatigue/eczema/taste metallic. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/localised pain") in a 33 year-old female patient who had essure inserted (lot no. D30801). Additional non-serious events are detailed below. The patient had a medical history of trigeminal neuralgia in 2014, contraceptive implant and pelvic pain in 2013 and asthma and mixed anxiety and depressive. Previously administered products included: mirena, mirena, mirena and mirena for contraception. Past adverse reactions to the above products included: abdominal pain with mirena, continual bleeding with mirena, coils strings not seen with mirena and low back pain with mirena. Concurrent conditions were listed as low back pain since 2008 and prolapsed disc nos. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding/heavy bleeding"), dyspareunia ("dyspareunia"), abdominal distension ("bloating"), skin disorder ("skin problems"), arthralgia ("hip pain"), intervertebral disc protrusion ("worsened prolapsed disc"), menstrual disorder ("changes to menstrual cycle"), mental disorder ("psychiatric/psychological problems"), dysuria ("urinary problems"), bladder disorder ("bladder disorder"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), fatigue ("fatigue"), eczema ("eczema") and dysgeusia ("experiencing a metallic taste") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal distension, skin disorder and weight increased had resolved and the arthralgia and intervertebral disc protrusion had not resolved. The outcomes for menstrual disorder, mental disorder, dysuria and bladder disorder were unknown. The reporter considered abdominal distension, arthralgia, bladder disorder, device intolerance, dysgeusia, dyspareunia, dysuria, eczema, fatigue, genital haemorrhage, hypersensitivity, intervertebral disc protrusion, menstrual disorder, mental disorder, pelvic pain, skin disorder and weight increased to be related to essure administration. The reporter commented: the patient had already had blood tests, lower back x-ray, full spine and pelvis MRI which were all clear apart from the prolapsed disc. On (B)(6) 2021, she reported that some events still ongoing (not specified). Ethnicity: british. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: not reported. [Scan] on (B)(6) 2016: correct placement of the left. And right essure micro inserts; (date unknown): both essure in place, no scarring other than the expected for the tubes to be blocked. [Ultrasound abdomen] in 2018: no significant abnormality with the tubal clips in place. [Ultrasound pelvis] on (B)(6) 2018: due to bilateral iliac fossa pain - correctly sited essure inserts noted bilaterally. [Ultrasound scan vagina] on (B)(6) 2018: due to bilateral iliac fossa pain - correctly sited essure inserts noted bilaterally. Batch no: d30801. Production date: 2014-11-05. Expiration date: 2017-11-28. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: skin disorder/ pelvic pain/genital haemorrhage/menstrual disorder/mental disorder/device intolerance/allergic reaction/fatigue/eczema/taste metallic. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: reporters, lab data added and new event added: device intolerance, allergic reaction, fatigue, eczema, and taste metallic. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), skin disorder ("skin problems") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, skin disorder, weight increased and abdominal distension had resolved. The reporter considered abdominal distension, dyspareunia, genital haemorrhage, pelvic pain, skin disorder and weight increased to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.